Event description:
Event description guidant received information that this right ventricular lead had a large change in r wave and threshold measurements, with loss of capture, one day after the implant procedure. The lead had become dislodged. On fluoroscopy the lead appeared to be tightly placed with little slack in the lead. The patient had no adverse effects.